Event description:
It was reported by the customer that, the disposable was difficult to attach to the mdu and it was noticed that the front cpc connector was misaligned. The case was able to be finished with the mdu with no patient consequence.

Manufacturer narrative:
The return of the product upon which this medwatch is based is anticipated. If any further information is received or derived from an evaluation, a supplemental 3500a form will be submitted.